Event description:
During a gastroc release surgery performed on (B)(6) 2012, the surgeon made initial cuts with the blade and tried to check for any missed areas and the blade would not retract. He needed to make another cut so he had to insert the blade into the cannula with the blade stuck in the up position. There was no injury to the pt. There was a delay in surgery of 7 minutes.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.